Manufacturer narrative:
Analysis was normal. The device was tested was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during avnrt the patient received inappropriate atp and hv shock. Programming changes were made. The patient will continue to be monitored.